Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186. Pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H.10. For the reported event, lot number was provided, and lot history review was performed. The sample was not returned for evaluation. The investigation is inconclusive for the material rupture. A root cause could not be determined. The device is labeled for single use. H10: g4 h11: h6(method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75186. Pta balloon dilatation catheter allegedly experienced material rupture. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.